Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a main drawer 3.1 and 3.2 were not detected on the bus. A field service engineer reconnected the bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 3.2 in 2wisw that pyxis displayed an error related to the "serial bus", preventing the user from accessing any medications. Attempts to recover storage space resulted in "maintenance required" and power cycling the pyxis did not resolve the issue. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, d9, g1, g2, g6, h2, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had main drawers 3.1 and 3.2 not detected on the bus. A field service engineer reconnected the bus cable to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system drawer 3.2 in 2wisw that pyxis displayed an error related to the "serial bus", preventing the user from accessing any medications. Attempts to recover storage space resulted in "maintenance required" and power cycling the pyxis did not resolve the issue. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.